Event description:
It was reported that after the bridge bolus was started the health care professional realized that the change in fill volume was forgotten. The bridge bolus was stopped and the pump reprogrammed. The issue was resolved and the patient had no symptoms. The pump was used to deliver dilaudid (hydromorphone).

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).